Event description:
It was reported that when a renasys touch was placed on a patient, the full canister alarm was triggered. The same problem occurred with another canister from a different lot. No harm or injury reported

Manufacturer narrative:
H3, h6: the device, used in treatment, will not be returned for evaluation as confirmed by reporter. Due to this we are unable to conduct an assessment to establish a relationship between the event reported and the device or determine a root cause on this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, these instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. Further guidance can be found in the IFU. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.